Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Thee was no patient involvement. Manufacturer's ref. #. (B)(4).

Manufacturer narrative:
Reported turbine failure can be confirmed by the log review. The test log shows that the ventilator failed the monitor pressure transducer test. The generated technical alarms can confirm the turbine failure. The log findings indicate two turbine failure modes and the recommendation is to replace the faulty turbine. No parts have been received for technical investigation and the root cause cannot be established by the log review, but it can be concluded that the turbine module is faulty. H3 other text : 4114.

Event description:
Manufacturer's ref. #. (B)(4).